Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned lens showed the optic was torn and a clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated the aq2010v three piece silicone lens was damaged during loading but it was not discovered until the surgeon was advancing the lens towards the eye. There was eye contact but the lens was not inserted. There was no pt injury.